Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2021 - lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported lead impedance greater than 3000 ohms for 3 consecutive days. Home monitoring iegm shows loss of lv capture and noise. In person interrogation (B)(6) 2020 impedance was 349 ohms. Not able to reproduce noise but not able to test patient in alternate postures (supine). Advised chest xray and further evaluation. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.